Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1616c156ej , s/n: (B)(4); use by date: 06-dec-2015; upn # (B)(4) etlw1613c93ej , s/n: (B)(4); use by date: 11-feb-2016; upn # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that CT scan performed approximately six months post implant confirmed that the aneurysm size had increased to 55mm. The CT scan did not identify any endoleak. It was reported that, during a laparotomy performed approximately 6 years post index procedure a type iii endoleak was observed. Blood was found to have seeped out continuously through the porous graft fabric. The leak originated from around the flow divider, and it was seeping through the porous graft fabric and needle hole(s). It was reported that during the laparotomy, the endoleak was sealed and blocked with a fibrin sealant patch from another manufacturer and glue. It was reported that, as per the physician the cause of the event is device related. No additional clinical sequelae were reported, and the patient is fine.